Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). The patient had recovered from the event of peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event. The patient was treated with intraperitoneal vancomycin (2g weekly once for two weeks) and intraperitoneal fortum (1g in last bag for 14 days) for peritonitis. The cause of the peritonitis was unknown. Action taken with therapy was unknown. At the time of this report, the patient is recovering. No additional information is available. This is report 2 of 3.